Event description:
Additional information was received that the tip detachment occurred while introducing the mirage guide wire. There was resistance while preparing the device after the guide catheter was placed. There was no resistance when the apollo was being retrieved. The apollo tip was not embedded in the onyx cast. There was not note of vessel calcification. There was no kink or damage noticed on any of the devices.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: vis (m-81805), 0.0145¿/0.0110¿ tapered mandrel ¿ as found condition: the apollo micro catheter was returned for analysis within a primary shipping box, within a secondary shipping box, within an opened apollo outer carton (b169276), within an opened apollo inner pouch (b169276), and within a dispenser coil. ¿ damage location details: no damages were found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo detachable tip was found detached from the catheter. The detached tip was not returned. ¿ testing/analysis: the apollo micro catheter was flushed, water exited from the distal tip. The in-house tapered mandrel was inserted through the apollo micro catheter without issue. The coupling tube ldpe overlap was measured to be 1.4mm which is within specification (specification: 1.0-2.5mm) ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter resistance¿ and ¿tip premature detachment¿ reports were confirmed. The apollo tip can become detached during guidewire insertion if the guidewire is advanced against resistance. In addition, ¿tip premature detachment¿ can occur due to patient vessel tortuosity or incompatible products. Possible causes of ¿catheter resistance¿ include incompatible devices, patient vessel tortuosity, catheter damage, guidewire damage, insufficient catheter flushing, or insufficient guidewire hydration. The mirage guidewire is compatible for use with the apollo micro catheter, ruling out incompatible devices as a potential cause. However, the mirage guidewire used in the event was not returned. Therefore, an analysis could not be performed, and guidewire damage could not be ruled out as a potential cause. The apollo micro catheter was flushed, and the mirage guidewire was prepared prior to use (which includes guidewire hydration). Therefore, insufficient catheter flu shing, and insufficient guidewire hydration were ruled out as potential causes. Information regarding patient vessel tortuosity was not reported; therefore, patient vessel tortuosity could not be ruled out as a potential cause. No defect was found with the returned apollo micro catheter that would have contributed to the event. However, the detached tip was not returned. Therefore, any damages to the detached tip could not be assessed. The causes for the reported events could not be determined. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the apollo prematurely detached. It was reported that the apollo 1.5cm catheter flushed with 1ml syringe and inserted mirage 0.008 wire. There was a resistance near to distal tip while pushing the wire and it got detached automatically while pushing the wire. Catheter resistance occurred in the distal section of the catheter. There was no patient involved in the event. The reported device and any accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. Ancillary devices include a neuron max sheath, cat 5 guide catheter, apollo 1.5cm microcatheter, and mirage guidewire.